Event description:
In an article titled, "double cement-application cavity containment kyphoplasty: technique description and efficacy", the following events were reported. At 11 levels, the vertebral body was breached during initial ibt expansion. These include: two anterior wall, three lateral wall, one anterolateral, four endplate, one superior endplate. In no case was there evidence of cement leak into the spinal canal, and there were no complications reported as a result of these events. No additional info was reported.

Manufacturer narrative:
Report source: article title "double cement-application cavity containment kyphoplasty: technique description and efficacy" by richard a. Dalcanto, md, phd, mary kay reinhardt, rn, and isado h. Lieberman, md, mba, frcs (c). Rdalcanto@pol.net. Method - device not returned, internal review of literature, followed up with author.